Event description:
The patient called lifescan and alleged the one touch ultra meter was reading inaccurately high with a reading of 176 mg/dl compared to a calibrated lab reading of 142mg/dl. (Not within lifescan criteria for precision). No medical attention was received. No action taken by the patient following use of the meter. The customer care representative performed troubleshooting and twice the control solution test was not with range. The meter and test strips were replaced and return expected.